Event description:
It was reported that, "device removed and revised due to recurrent dislocations."

Manufacturer narrative:
Device not returned per prior agreement between dr & stryker. No evaluation will be performed. If device becomes available with additional info, a supplemental report will be issued.